Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Previous surgery was due to periprosthetic fracture around competitive implants. The revision today was secondary to failed fixation of periprosthetic fracture. A standard proximal body was opened and it was decided to switch to the left proximal body for more antiversion. No further information is available from the doctor or hospital. Left side.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mrs stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical records were provided for review. Only limited x-rays were provided for review. Patient history was not provided for review. It appears from the limited data that there was a distal femoral replacement performed that was followed by a periprosthetic fracture. The fixation failed which led to a revision procedure. Event confirmation: failed fixation of a periprosthetic fracture above a gmrh implant can be confirmed. The revision surgery can be confirmed through implant sheets only. Root cause: the root cause of the second revision surgery would be failed fixation of a periprosthetic fracture. The root cause of the periprosthetic fracture and failure fixation thereof cannot be determined." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical records were provided for review. Only limited x-rays were provided for review. Patient history was not provided for review. It appears from the limited data that there was a distal femoral replacement performed that was followed by a periprosthetic fracture. The fixation failed which led to a revision procedure. Event confirmation: failed fixation of a periprosthetic fracture above a gmrh implant can be confirmed. The revision surgery can be confirmed through implant sheets only. Root cause: the root cause of the second revision surgery would be failed fixation of a periprosthetic fracture. The root cause of the periprosthetic fracture and failure fixation thereof cannot be determined." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.